Manufacturer narrative:
Insulin pump received with cracked case on display window corner, cracked reservoir tube, reservoir tube window and cracked battery tube threads. Insulin pump received with broken reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's reservoir was cracked in two places. Customer reported that there were pieces of the rim of the reservoir missing. Customer also reported that the insulin pump's screen was cracked. Blood glucose level was 200 mg/dl at the time of the call. No further information was provided.